Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential root causes include, user issues, product failure. A review of the associated batch manufacturing records could not be carried out as no batch/lot number was provided. However, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the customer notified us that it seems that the quality of layer 4 cohesive layer has been changed. Since a while, it is much harder to roll off the bandage from the roll, leading to a more complicated application. No harm or injury reported.